Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a pump error alarm after exposure to moisture. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed pump error and unable to clear the alarm and complete the troubleshooting. No significant events leading to keypad anomaly were observed. Customer also reported insulin pump constant beeping. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive buttons or keypad due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.